Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained she could feel her scs system stimulation ramping up and down. A diagnostics was performed but it did not reveal any anomalies. Surgical intervention may taken to replace the patient's scs ipg as the next course of action.

Event description:
Follow up identified the patient's scs ipg was replaced with a new one.